Event description:
Phillips received a report from a customer that a patient was positioned head first supine and scanned with the small extremities coil in an ingenia 1.5t mr system for a right wrist examination. The patient was positioned off center and touching the magnet bore cover with the left shoulder / upper arm. After the examination reddening of the skin and a blister of approximately 4cm was observed on the upper left arm.

Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.